Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file does not show evidence of the report. The case shows the device maintaining pads view throughout the duration of the case. No "pads on" prompts or pad waveform data was observed. The defib cable ID remained consistent throughout the case. Factors that could cause this issue include, but are not limited to: faulty pads, patient skin condition, or poor preparation of pad application site. Analysis of reports of this type has not identified an increase in trend.